Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast augmentation primary with mentor memorygel xtra breast implants 350cc and experienced anisomastia on the right side post-operatively, which was confirmed during a physical exam. At the time of this report, mentor has received no information regarding cexplantation or an expected explantation date.

Manufacturer narrative:
On mar 25, 2025, additional information was received indicating the patient experienced rupture on the right side. The explantation date was identified as (B)(6) 2025. On apr 14, 2025, additional information was received indicating the patient's cat jumped on her chest, which may have caused or contributed to the event. H6. Health effect - clinical code e2402: chest injury. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 6, 2025, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Additional information was received with the device indicating the date of explantation is (B)(6) 2025. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned device revealed that the smooth mod + prof xtra 350cc breast implant was found to be ruptured and received in four (4) parts. A microscopic examination was performed, and no instrument damage was observed at the edges of the rupture. The evaluation determined that the possible cause of the rupture is the trauma experienced. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Trauma is a known inherent risk of gel-filled mammary prosthesis. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria. Manufacturer¿s reference number: (B)(4).